Manufacturer narrative:
All patient information was not yet provided by the customer. No system malfunction has been identified till now. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation is completed. Unique device identifier is : (B)(4). (B)(6). 510k reference will be provided in follow up report. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation is completed. Device evaluation anticipated, but not yet begun.

Event description:
A patient received a high radiation dose during an exam that was performed on (B)(6) 2019. Total exam dose was 10.348 gy during which patient received a localized peak skin dose of 9 gy in the same body area. Patient did not have injury following this.

Manufacturer narrative:
Block a1, a2 and a4 : all patient information are documented. Block g5 : 510k reference is k181403. Block h6: ge healthcare investigation of this event was performed using information provided by ge healthcare field service engineer and logs from the system which showed that the total exam acquisition duration was of 2 hours and 30 min with a localized peak incident dose of 9.021 gy. System calibrations were within specifications. No system malfunction has been identified. The most probable root cause for this high dose exam is an inappropriate selection of protocol and exposure settings for an exam on a large patient. Those settings are determined by the physician based on her/his clinical judgment for the exam needs. Detailed dose reduction instructions are clearly provided in the innova operator manual. These instructions have been reviewed and found to be appropriate. Proper training was given to the customer on dose protocol during system installation. Even though the customer was already trained, gehc field service engineer strongly recommended a dose refresher training to the customer seeing the non-optimum selection of protocol and exposure settings for this high dose exam case, but customer denied any new training from ge healthcare. No further action is required at this time.